Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the auxiliary cabinet not opening. The field service engineer replaced position sensor and control board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added they were unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.